Event description:
It was reported that a patient sustained 5mm blisters to the inner thigh (2) and knee (3) following treatment with the lumenis lightsheer et laser. It was further reported that the patient had healed with no permanent impairment. No medical intervention was reported to preclude permanent impairment.

Manufacturer narrative:
It was reported that a patient sustained blisters to the inner thigh and knee following treatment with the lumenis lightsheer et laser. It was further reported that the patient had healed with no permanent impairment. No medical intervention was reported to preclude permanent impairment. The user facility declined service for the subject device; therefore no examination of the device occurred. A review of subject device service records found that lumenis has not been contracted by the user facility to perform service since (B)(6) 2007. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. A lumenis healthcare professional evaluated the reported event details concluding the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling. A review of device labeling concluded that the operator manual advises frequent cleaning of the treatment tip during use. User facility declined service.